Event description:
It was reported that the right ventricular lead was fractured. There was noise and the lead integrity alert was triggered. The pace/sense portion of lead was capped and replaced due to vasculature. The high voltage therapy portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 09:00:05. The daily pace lead impedance trend data shows an increase for ventricular pace bi impedance from 646 to 1007 ohms peak between (B)(6) 2012 and (B)(6) 2012. Interference/noise was noted as the ventricular short interval count was 4822.3 counts avg/day, in 3.44 days, between (B)(6) 2012 21:19:52 and (B)(6) 2012 07:55:59. Oversensing was noted as 14 ventricular non sustained tachycardia episodes at <=210 ms occurred on (B)(6) 2012 in the timeframe between 07:08:02 and 07:54:36. Also a lead integrity alert was triggered as one patient alert for lead failure predictor occurred on (B)(6) 2012 23:25:16.